Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, the balloon was used for inflation and it was slightly pushed, however it got crossed. Subsequently, the balloon ruptured at 6 atm when pressure was applied. The physician revealed that the cause was due to stenosis was severe and there was calcification. The procedure was completed with another of the same device. No patient complications were reported.